Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon review, the pacemaker was unable to be interrogated. Magnet applied with no response. Slow, underlying rhythm but no pacing was also noted. Further investigation noted possible signs of premature battery depletion by comparing battery longevity with a previous device check. The device was explanted and replaced. The patient was stable.